Event description:
It was reported to sales from surgeon that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately one (1) years due to mitral stenosis and regurgitation. Records indicate, "the patient is a (B)(6) gentleman who presented with a history of increasing shortness of breath. Has been having recurrent bouts of heart failure. Was found on transesophageal echo and transthoracic echo to have severe mitral stenosis with intervalvular mitral regurgitation." The patient underwent redo mitral valve replacement; the subject bioprosthesis was replaced with a mechanical valve. Operative details indicate, " using a freer elevator, the mitral valve prosthesis was then taken out from the heart. It was observed that one of the leaflets of the mitral valve was completely stuck to the undersurface of the heart and of the left ventricle and it was curved backwards, which was most likely the cause of significant mitral regurgitation. The valve was then explanted and sent for biopsy ... Following this, the mitral annulus was cleaned. It was seen that the mitral valve was placed in the atrial position. Some of the chordae tendineae from the posterior annulus were cut and 14 sutures were then placed with pledgets on the atrial side and the valve was sized to a number 27 mitral mechanical valve ... [At the end of procedure] the patient tolerated the procedure well."

Manufacturer narrative:
Additional manufacturer narrative: the explanted device has not been released to edwards for evaluation; therefore, the nature and mechanism of the reported stenosis and regurgitation leading to this explant cannot be identified or evaluated. Moreover, no patient medical history was provided. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.